Manufacturer narrative:
The subject products have not been returned for evaluation. Photos of the foreign matter were provided for review. The photos confirm that there is foreign matter within the sealed packages. As the foreign matter was present in the package prior to sealing the lid to the tray, root cause is most likely due to manufacturing; however, without the samples to evaluate, the origin of the foreign matter cannot be determined. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This is the first reported complaint for the subject lot of 140 units manufactured in june of 2019. An emdr will be submitted for each of the five devices. This report represents the fourth of the five devices. This is an addendum to the initial emdr to document the return and evaluation of the sample. The samples were returned sealed in the original packaging. Evaluation identified black/ brown foreign material in 1 of the 5 sealed showerhead tip product pouches. The foreign matter is of unknown origin. As the material was found to be in the sealed product pouch, root cause is determined to be related to manufacturing. Notification / awareness training was provided to the operators. A 24 month review of complaints identifies no other complaints of this nature have been reported to this product. This semdr represents the fourth of the five devices which is unconfirmed for the reported event. Four additional semdr have been submitted to document the sample evaluation results. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before opening the sterilized package, dust was allegedly found in the sterilized package. The product reference number is supplied in a case of 10. As reported, 5 devices of the case of 10 were noted to have a "dust" inside the packaging. All of the packages were unopened. There was no damage noted to the product or shipping packages. There was no reported patient involvement.

Manufacturer narrative:
The subject products have not been returned for evaluation. Photos of the foreign matter were provided for review. The photos confirm that there is foreign matter within the sealed packages. As the foreign matter was present in the package prior to sealing the lid to the tray, root cause is most likely due to manufacturing; however, without the samples to evaluate, the origin of the foreign matter cannot be determined. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This is the first reported complaint for the subject lot of (B)(4) units manufactured in june of 2019. An emdr will be submitted for each of the five devices. This report represents the fourth of the five devices. Samples not received to date.

Event description:
It was reported that before opening the sterilized package, dust was allegedly found in the sterilized package. The product reference number is supplied in a case of 10. As reported, 5 devices of the case of 10 were noted to have a "dust" inside the packaging. All of the packages were unopened. There was no damage noted to the product or shipping packages. There was no reported patient involvement.